Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician had a few cases with the mvp plug in which it migrated with the flow after detachment. It was noted that the physician cannot remember any further details nor do they have any possibility of finding the cases. They also said that it is possible some cases were together with another physician and may have been reported previously. No further information could be obtained.